Event description:
On (B)(6) 2010, it was reported that a pt with an scs system lost stimulation in the foot. During a reprogramming session, it was discovered that one of the lead's contacts were invalid. On (B)(6) 2010, the extension was explanted and replaced. The pt is currently satisfied with the stimulation and coverage.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension was visually inspected and discoloration was noted at the header, lead segment and septum. A separation was observed between the electrodes and spacers at the terminal end. The silicon of the extension header was also cut. The extension failed continuity testing and several channels measured opened. Stress testing did not reveal the wire break locations on the open channels. Conclusion: the cause of the reported complaint is confirmed. As received, the extension failed continuity testing and has several open channels. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.